Event description:
During the set-up the bowl turned in an eccentric way. Try to continue with the prime phase, but the noise was too loud so the bowl was replaced.

Manufacturer narrative:
Cod.745e/225 does contain the component that is involved in the us filed correction; therefore, a medwatch report was determined to be appropriate. Return of the device was requested, but has not yet arrived. The product involved has not been returned for eval. However, the conclusion is based on eval of wash sets in a bracket that included this lot. That eval included performance testing and revealed that if the bowl cannot be inserted into the centrifuge in accordance with the IFU, there is a risk that the bowl's rotating seal area could deteriorate during operation, releasing particulates into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a mfg process error that resulted in a slight deformation in the mounting ring of the bowl bottom. The process error has subsequently been corrected by sorin group. Sorin group italia completed a risk assessment that lead to a field notification that included the product sold in the us. The field notification in the us was conducted by cobe cardiovascular, inc. The local FDA office was notified of the field action and the reporting number will be provided when it is available.